Manufacturer narrative:
The reported event is confirmed, cause unknown. A photo of the product packaging was provided, however, could not be evaluated for the reported failure. Visual evaluation of the returned sample noted a separation at the proximal pigtail; no stretching or discoloration to the material was noted. The sample passed dimensional requirements per cd-7068-xx; the outer diameter was measured at 0.0808" and 0.0800" using a laser micrometer, the tip and tube inner diameters were measured with a pin gauge and found to be 0.043" and 0.050", respectively. Na 0.038" guidewire passed through the sample with no resistance. Though a specific cause cannot be determined, a potential root cause for this event could be, "material selection". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." Correction- d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the customer removed the ureteral stent (778626) from the packaging box during use. Before passing the stent through the guide wire, the customer pulled apart the wire and applied a gentle transverse pull force to the stent. The stent was ruptured and replaced with a new one (778626) to continue the procedure. Since the problem had occurred at the this hospital for the third time, the doctors¿ confidence in this product had been severely impacted. The hospital asked the company to explain about the stent ruptures and hopes the company to pay more attention to this.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that the customer removed the ureteral stent (778626) from the packaging box during use. Before passing the stent through the guide wire, the customer pulled apart the wire, and applied a gentle transverse pull force to the stent. The stent was ruptured and replaced with a new one (778626), to continue the procedure. Since the problem had occurred, at the this hospital for the third time, the doctors¿ confidence in this product had been severely impacted. The hospital asked, the company to explain about the stent ruptures. And hopes the company to pay more attention to this.